Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation below nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.